Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist (tss) dialed into the server and validated that all services were running. No messages were stuck in the queue. The user account was confirmed to still be active in the es server, and login history was checked in sql server management studio (ssms). Logs on the station showed errors for accountinactive and invalid credentials. Active directory (ad) was checked in powershell, confirming the account was active and the password set to never expire. Ad services were restarted. The tss spoke with customer and requested that the user attempt to log in again; if unsuccessful, the password would be reset and another attempt made. The system functioned as intended after the technical support specialist trinvestigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.